Event description:
The device was used during a nephrectomy procedure. Reportedly, the suture broke and the pt experienced a protrusion from his abdomen. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.